Event description:
Event description guidant received information that this chronic right ventricular (rv) defibrillation lead is demonstrating a high shock lead impedance measurement (100 ohms). It was reported that it has been stable previously, ranging from 40-50 ohms, then has reached as high as 108 ohms. It was noted that the daily measurements were now ranging from 70-100 ohms and that there was no therapy in the device logbook.